Manufacturer narrative:
The impella device was received from the customer on 28-aug-2024, therefore, an investigation of the is underway. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported a system check failure on the automated impella controller (aic).

Manufacturer narrative:
The investigation for the console (aic) system self check error has been completed. The data logs from the console confirm that the system self check failure alarm was issued. This system self check failure was preceded by numerous powermod1 errors. The console was returned for evaluation and booted up in system-self check failure. Inspection of the pbm under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors c69 and c70. Lcd screen of the battery indicated it was depleted leading to battery lockout which unrelated to the complaint. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion. The battery probably got depleted due to leaving it not plugged in to ac.